Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. Blood glucose level due to the issue was reported as 380 mg/dl. Customer administered a correction bolus via the pump and did not require third-party assistance. Technical support instructed the customer on proper button usage and decided to replace the pump. Customer was advised on returning the faulty pump and acknowledged the provided instructions. Replacement pump was sent, and the customer was informed about the steps to take upon receiving it.